Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing and high thresholds. The root cause of these observations were undetermined. Subsequently, the rv lead was explanted and replaced. The lead was visualized, however no lead abnormalities were observed. This device remains in service. No additional adverse patient effects were reported.